Event description:
During insertion of a lateral entry femoral nail, the anti-rotation tab broke off the standard insertion handle and remains in the patient in the proximal end of the nail.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument. No investigation could be performed, no conclusion could be drawn as no device was returned.